Event description:
The account's maintenance stated when in brake, if any pressure is placed onto the bed, the caster wheels will roll and the bed will move.

Manufacturer narrative:
The account's maintenance replaced the brake steer caster to repair the bed.